Event description:
It was reported that the rigid video laparoscope exhibited optics not recognized scope communication error (b30). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the optics not recognized scope communication error (b30) was not determined. The most probable cause of the damaged fibre bonding in the outer tube area (distal end) was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the completed investigation. Updated fields: h2, h11 date of event is unknown. Additional information will be provided once available. In addition, the following reportable malfunction was identified during the device evaluation: the protector of the video cable section is cut. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.